Manufacturer narrative:
Follow-up #1: date of submission 10/07/2015 device evaluation: the device has been returned and evaluated by product analysis on 09/22/2015 with the following findings: moisture was evident behind the display lens. The pump was unable to maintain an electrical connection with returned battery cap due to cap detaching. There was evidence of moisture contamination on the inside of the battery compartment and the underside of the battery cap. All of the keypad buttons were normally responsive. There was no evidence of contamination on the button contacts.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On b)(6) 2015, the reporter contacted animas, alleging that the keypad buttons were under responsive. The reporter stated that there was moisture present inside the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.